Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstructed waste evacuation tube or an obstruction of evacuation orifice. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that n the middle of the debridement utilizing a versajet hand-piece, an excessive spray occurred from the tip of the hand-piece and the device became not to evacuate debris and saline properly. In addition, when the procedure was stopped, wastewater flowed back from the handpiece and soiled the floor. The surgery was completed with a complaint hand-piece. No patient harm. No delay.